Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that during a procedure there was poor illumination from multiple ports. The case was completed using an alternate system. There was no harm to patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The power distribution printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power distribution pcb. However, how or when the component became nonconforming could not be determined. (B)(4).